Manufacturer narrative:
(B)(4). Evaluation summary: the sample was visually inspected and functionally tested. After review of the alarm log, the reported condition of a constant alarm was confirmed as an f-94 alarm. The cause of the f-94 alarm was determined to be a blown fuse. In order to correct the condition, the fuse was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump had a constant alarm. There was no patient involvement. Additional information was requested and is not available.